Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on 3/1/2021; evaluation of the unit is in process. Fluid contamination can cause problems with the membrane switch/cpu board interface, however without results of the investigation a root cause cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual also instructs the user to check the unit seals every six months. The operator's manual also offers possible conditions and recommended operator actions in the event that the keypad is unresponsive or does not accept input. The manufacturing records for this serial number were reviewed and no related anomalies were identified. No patient injury was reported. Should additional information become available, a follow up report will be submitted.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 touch screen became intermittently frozen and unresponsive during a case.